Event description:
The customer reported to olympus that the screen turned white (no image) when connecting the scope to the visera video system center. The issue was found during preparation for use, and the diagnostic procedure (laryngoscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. A noise (without image) issue was found due to a failure of the connector socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿screen turned white when a scope was connected¿ was not reproduced. However, the faulty receptacle unit (gn153500) was confirmed. Thus, the faulty receptacle unit was identified to be the cause. Additionally, phenomenon (2) ¿noise appeared on the image, and it was invisible¿ was reproduced, and it was confirmed that it was due to a faulty receptacle unit (gn153500). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.